Event description:
Pdc received a call on (B)(4) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 9:30am. Pt's wife called in stating that pt was dizzy and lightheaded and had been so for a couple of days. The reading on the prodigy meter dat the time of the event was 518mg/dl. Pt's wife drove him to the e.r. Pt's glucose reading upon arrival at the ER was 97mg/dl. No treatment was administered at ER. Pt's glucose reading upon leaving ER was 97mg/dl. Total stay at ER was 15-20 minutes. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Manufacturer narrative:
Ok biotech check the returned meter and found: the current test is 1.6ua. The standard is <15ua. Pass. Meter's setting, audio and all buttons were ok. Tested the returned meter and strip with in house control solution (low: 51/high: 272 mg/dl). All results were within the acceptable range. Strip test ok.